Event description:
It was reported that few hours later after implant procedure, the atrial lead was capturing the ventricle. Upon investigation, EKG and chest x-ray confirmed right atrial lead dislodgement. The lead was repositioned successfully. The patient was stable after the procedure and did not experience any adverse effects.